Event description:
It was reported that at follow-up, oversensing of noise was found via review of EKG. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.